Manufacturer narrative:
(B)(4). The catalog number provided is the us list number for the 20fr abbvie peg that is the same as the international list number listed in the unique identifier field. Implantation date reported is (B)(6) 2015. Date (B)(6) 2015 will be listed as implantation date since no specific day was reported. A batch record review was performed for the lot# provided. All parameters were within specification including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing remains implanted. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duodopa (levodopa-carbidopa intestinal gel). Review of the abbvie peg and j use fmea also identified several steps in the placement procedure that could potentially contribute to peritonitis. Those steps include disinfecting the puncture site using aseptic technique, bumper not tight enough after placement procedure, moving of the peg before stoma is healed, and inappropriate antibiotic prophylaxis. The abbvie peg and j risk management report documents peritonitis as a risk, indicating that the risk has been reduced as low as possible through product design and placement procedure, and abbvie IFU instructs to keep tension on the peg and do not move prior to stoma healing. The benefits of the duodopa system outweigh the risks of peritonitis. Finally, abbvie reviews complaint categories for possible trends and there were no trends identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a nurse reported that a patient in (B)(6) has beginning of peritonitis. The patient is in the titration phase. Patient was treated with antibiotics.